Event description:
An incorrect glucose reading issue was reported with the Abbott Diabetes Care (ADC) device. The customer reported irregular glucose readings that were inconsistent with finger stick blood glucose results obtained by the customer's healthcare provider. Reported glucose readings included elevated values ranging from 200 mg/dL to 380 mg/dL and a low reading of 59 mg/dL. It is unknown whether the customer noted a trend arrow on the device. Details of the customer's symptoms are unknown. The customer also reported routinely taking Ozempic and Metformin and had recently been prescribed Mounjaro. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.